Event description:
A healthcare professional (hcp) reported that a patient was injected with 2 ml of skinvive¿ by juvéderm® in the perioral, lip contour and periocular and 4 ml of voluma¿ with lidocaine was injected into the prejowl and madibular angles for facial contouring. The patient developed areas of edema and slight erythema, mainly perioral. Some laboratory tests were performed to investigate chronic systemic inflammation. Recently the patient complained that their lips had swollen again. There were some symptoms that persist despite the prescription of 40mg of prednisolone. Additionally, the healthcare professional provided more information regarding the treatment. The patient was prescribed prelone 40mg towards the end of the previous month into the next month which included a 20mg dose. In the last 4 days there was no relief during the inflammatory process. The patient is currently being treated with hyaluronidase.

Manufacturer narrative:
Clarification to e.1. Address 1: (B)(6). Clarification for e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.